Manufacturer narrative:
Application support manager (asm) visited the account and reported no issues were observed. System was checked and no issues were found. System met specifications. A medical affairs clinical leadership (macl) review was conducted. In the patient data provided it was observed that the patient had central under ablation which is most likely due to a combination of factors. A possibility is because the laser was operated at higher elevation (3250 feet above sea level) and at low humidity the amount of tissue per pulse is more than normal and can lead to this issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient was treated on (B)(6) 2017 and presented post op with central islands in both eyes. As of 1 month post op patient has lost two lines on the right eye and one line on the left eye.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.